Event description:
Reporter alleged blood glucose device generated a result prior to the test strip being dosed with blood or control solution. It was stated a blood glucose test result of 229 mg/dl was taken, however, when taking out the test strip, a result of "lo" appeared on the display screen. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.